Event description:
The sheath kinked during insertion. Another insertion kit was opened for a new sheath. No sheath was returned to datascope for evaluation. The sheath was discarded by the facility. (Event complications: none from the event - reported 9/17/1998.) (Pt's current status: unk - reported 9/17/1998.)